Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify what is meant by "wound breakdown": the wound ruptures along the surgical incision; was any surgical or medical treatment performed for the issues: re-suture the wound; what was the date of the procedure: (B)(6) 2107; what was the name of procedure: episiotomy repair; what tissue layer was the vr9962 vicryl rapide suture used on: vaginal wall; how was the suture placed (interrupted or continuous): continuous; what date did the patient have symptoms: after one week; what were the patient symptoms of ¿wound breakdown¿: pain; what is the surgeon opinion of the factors contributing to the event: unknown but he said incidents increased right after he switched from competitor to vr9662g.

Event description:
It was reported that the patient underwent an episiotomy repair procedure on unknown date and the suture was used continuous on vaginal wall. One week after the procedure, the wound ruptures along the surgical incision. The wound breakdown occurred and the patient experienced pain. The wound was re-sutured.